Event description:
It was reported that patient is complaining of fatigue and the rate histogram is flat with low activity threshold. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.